Event description:
It was reported that during an unknown time the unit had an issue with device gate. There was no harm or delay reported. Due diligence is complete, and there is no additional information available. Upon investigation, it was discovered that it failed the sample graft cut and the comb was damaged.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the unit failed the sample graft cut. The comb was damaged and the unit was out of calibration. The comb was replaced and the unit was calibrated to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.